Event description:
In 2006, dr was performing a laparoscopic fibroid removal procedure, when tip of instrument came off. Piece was immediately retrieved, procedure was completed, and there was no adverse effect on pt.